Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. A hair approximately 10mm was found in the foil pouch. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was found in a flexicap. This event occurred during set up. The registered nurse (rn) stated there had not been any damage to the flexicap packaging and the packaging was unopened. The rn stated when they opened the package they noticed a hair in the flexicap. The rn did not use the flexicap on a patient. There was no patient involvement. No additional information is available.